Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "severe pain and discomfort in the right breast" and "fluid accumulation may occur". Healthcare professional later reported "patient with pain and mammary discomfort, and fluid accumulation", confirmed via ultrasound. This record is for right side. Device remains implanted.